Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is displaying "xdcr fault, vent inop, and motor fault." The transducers were calibrated but failed. There was no patient involvement at the time of the incident.